Event description:
A consumer reported the following: "consumer has experienced chest pain since stent insertion. She stated she has had three repeat angioplasties since the stent placement. The first angioplasty was done because of a blood clot that developed two days after stent placement." Further information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
The stent remains in the patient, therefore no direct product analysis will be available and the root cause cannot be determined.